Event description:
Per the clinic, the patient experienced seizures (non-device related) and wanted easy access to MRI imaging. Subsequently, the device was electively explanted under general anesthesia on (B)(6) 2025, and the patient was reimplanted with another device during the same surgery.